Event description:
The doctor pressed the release button for the ivc filter, but the filter would not release from the delivery device. The doctor pressed the button three more times, then could feel the filter release inside the vena cava. He was not able to retrieve the filter due to the location and position within the patient. Delivery system removed from the patient, placed in a bag and given to vascular resource nurse. Completion venogram taken to confirm no damage done to inferior vena cava after delivery device removed.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.